Event description:
Customer alleged that the head section was not going up. No injury reported.

Manufacturer narrative:
Bed located in maintenance dept. Technician found the head section was not elevating due to faulty head up valve. Replaced the head up valve to resolve this issue.